Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. Customer stated " when I opened up the packaging there was this most horrible baby powder, chemical smell and it was coming from the one set of directions. It was so bad and its still in my mouth. I can stille taste it and in my nose while I took the test and there is a line in between a and b and I only have one test for (B)(6) which is a great deal but I can't just buy another one and have it delivered and have that powder smell so I had to order two tests from another place on line at walmart so the test is I guess false positive or positive. I don't know I can't tell because it's a fat line in between an its not on one or the other so I wouldn't know what I had."